Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Updates were made to: b5 - describe event or problem; b6 - relevant tests/laboratory data; d3 - manufacturer name, manufacturer address 1, manufacturer address 2, manufacturer city, manufacturer state, manufacturer zip/postal code, manufacturer zip/postal code; d4 lot number, expiration date; g1 - MFR site facility name, MFR site address 1, MFR site city, MFR site zip/post code, MFR site country; h6 - evaluated method codes this product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We have not provided the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is an investigational device.

Event description:
(B)(4) clinical study, subject ID: (B)(4). It was reported that the patient experienced rapid atrial fibrillation, shortness of breath, and palpitations. During an emergent follow-up after a pulse field ablation (pfa) procedure using a farawave fa catheter, the patient reported to the emergency room (ER) with complaints of shortness of breath and palpitations, stating it felt like being in atrial fibrillation again. An electrogram (EKG) confirmed that the patient was in rapid atrial fibrillation. The patient was treated with electrical cardioversion and the patient was admitted to the hospital for observation. A chest x-ray and laboratory blood work were performed for diagnostic purposes, along with echocardiogram performed the next day prior to discharge. The device is not expected to be returned for analysis. It was further reported that the complications resolved eight days after onset. Transesophageal echocardiography (tee) and transthoracic echocardiogram (tte) were also performed for diagnostic purposes. The device is not expected to return as it was disposed.

Event description:
Pf 106 advantage af clinical study, subject ID: (B)(6). It was reported that the patient experienced rapid atrial fibrillation, shortness of breath, and palpitations. During an emergent follow-up after a pulse field ablation (pfa) procedure using a farawave fa catheter, the patient reported to the emergency room (ER) with complaints of shortness of breath and palpitations, stating it felt like being in atrial fibrillation again. An electrogram (EKG) confirmed that the patient was in rapid atrial fibrillation. The patient was treated with electrical cardioversion and the patient was admitted to the hospital for observation. A chest x-ray and laboratory blood work were performed for diagnostic purposes, along with echocardiogram performed the next day prior to discharge. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.